Event description:
It was reported that the doctor used 512sd as the 2nd port of lap colectomy. He switched the gas line connected with the device and the three way connector was broke. He changed to a new 512sd and the situation occurred again. There were no adverse consequences to the patient. Two devices returning.

Manufacturer narrative:
The analysis results found that the two devices were received. Both devices were received with stopcock detached. No adhesive residues were found. The sleeve was noted to have some letters at the tip. Additional batch# t91h1v; expiration date: 07/20/2008.